Manufacturer narrative:
Report confirmed. Three fracture tools were received for analysis. On analysis, it was noted that the stems of both tools from lot number 0005248604 showed scoring that align with the location of bearings in an as08 attachment. One of the two tools had a portion of the inner race of a bearing attached to the distal end of the tool. While the root cause of the fracture could not be identified, it is evident that the attachment that was being used is in need of repair. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." It also contains the warning "do not use an attachment and dissecting tool combination if flail or vibration occurs."

Event description:
It was reported that "tool was placed into attachment and onto motor. Surgeon stepped on the foot pedal to test the drill before he began drilling. The tool broke and the tip shattered into small fragments. This happened 3 times using 3 different tools. The surgeon ended up not using the drill for the procedure." No patient impact was reported. No additional information was available on follow-up.